Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09/19/14, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the:manufacturing site: (B)(4), supplier: (B)(4) (sterilization) 04.210.112s / 9197879, manufacturing date: 14.oct.2014 (delivered from supplier to (B)(4)), expiry date: 01.oct.2024, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile (attached) were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review -- two DHR reviews were reported, however, the first DHR review was reported in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery for a distal radius fracture took place applied with variable angle lcp two-column plate. During the surgery, the surgeon had difficulty in inserting reported screw because the tapping function did not work well at the time he attempted to insert the last screw to the plate. Eventually he used another screw to complete the surgery. There was a 5-minutes surgical delay. No adverse consequences were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed for the subject device (part number 04.210.112s, 2.4mm ti va locking screw stardrive 12mm-sterile, lot number 9197879). The subject device was returned with the complaint condition, ¿difficult to insert screw because the tapping function did not work well.¿ the subject device was received with the top of the screw scratched and the bottom of the stardrive damaged and the anodized plating removed. As previously reported the manufacturing processes associated with the production of this device were performed in accordance with the work order and met specifications. No manufacturing-related issues were identified and/or confirmed. During the evaluation of the subject device under magnification, evidence that the stardrive was fully engaged with the driver was evident. The bottom of the stardrive is damaged and the anodize plating has been removed. There is also evidence that the driver tool may have stripped out due to the damage at the top stardrive. Material is displaced and torn as if the driver somehow backed out. The top of the screw is also scratched. Due to the shiny metal appearance and damage at the entry of the hex, it appears that the end user never properly mounted the screw onto the driver. This caused the screw to not have the proper insertion force needed to drill into the bone. This in turn caused the front to the screw to prematurely dull and become blunt and shiny. The complaint condition is, therefore, confirmed, although a root cause cannot be determined. It is likely that during handling an application error may have occurred as no product fault could be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.